Manufacturer narrative:
Conclusion - customer to replace non-stryker cord with stryker cord.

Event description:
It was reported that the non-stryker nurse call docker cable was damaged. Customer was instructed by service technician to replace with stryker nurse call docker cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.